Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient has problems with the stimulator staying on in the back of his legs. Patient stated it has been a week now and he cannot get stimulation turned off. Patient stated he is feeling a lot of buzzing and pain in his hamstrings from stimulation even with therapy off. Patient stated the unit only recognizes 2 positions for adaptive stimulation standing up or laying down patient stated when he has stim on it is painful and it recognizes standing up walking and laying down but it does not recognize when he sits down and stim stays at the same level but he needs stim to be at 0.0. Patient verified that stim is off on the call. Patient verified he is on group c; patient stated there is no green highlight around the box with the letter c. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manu fracture representative. It was reported that patient is scheduled to meet at pain clinic (B)(6) 2024 to troubleshoot stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.